Event description:
It was reported that there was no capture at high thresholds. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator (ipg), implanted: (B)(6) 2013. A 5086mri52, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).